Event description:
It was reported that the user inadvertently paired a freestyle libre 3 plus sensor to the libre app, which prevented pairing with the ilet system; the abbott app was deleted, the user was guided through the ilet and ilet mobile app, and the sensor connected, indicating an improper procedure rather than a device malfunction. No adverse clinical symptoms reported. Outcomes included no health consequences or impact, and blood glucose levels were unaffected. User support included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, identified a usage problem related to pairing the sensor to another application, and no applicable device component issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to user setup error.

Manufacturer narrative:
Initial.